Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary #(B)(4). The full lead was returned, analyzed and the helix of the lead was extrinsically bent. It was noted that the visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure, there was significant resistance when passing the right ventricular (rv) lead through the subclavia vein and the helix would not fully extend when attempting to fixate. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.